Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for ise indirect na for gen.2. The erroneous result was reported outside of the laboratory. The initial na result at 6:39 a.m. Was 112 mmol/l. This result was reported outside of the laboratory where the doctor did not trust the result. The sample was repeated at 1:53 p.m. And the result was 119 mmol/l. The sample was repeated again at 3:33 p.m. And the result was 117 mmol/l. No adverse event occurred. The na electrode lot number and expiration date were not provided. The investigation noted that upon reviewing the calibration documents provided, fluctuating slopes and occasional high values were observed. The quality control data also showed scattering results. This suggests a customer maintenance or handling issue.

Manufacturer narrative:
The field service engineer (fse) visited the customer site to check the overall condition of the ise unit. No problems were identified. The issue has not recurred. Based on the results of the service visit, a specific root cause could not be identified.